Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. Date of event is an approximation. On 11/13/2024, the patient experienced a hypoglycemic event. The day of the event the patient was found unconscious by a friend. An ambulance was called, and the patient was taken to the hospital. The patient was treated with glucagon, steroids, and antibiotics, and was discharged 6 days after the event date. The patient did not remember what the continuous glucose monitoring (cgm) reading was at the time of the event, or what the cgm device was displaying. There was no documentation of medical intervention. At the time of the report the patient was stable. Of note the patient did not remember what the cgm reading was at the time of the event, or what the cgm device was displaying, and was unsure if the cgm had contributed to this event. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.